Event description:
It was reported that a malfunction occurred with a specific fault code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that the pump needed to be replaced, confirmed the shipping address, and arranged for a replacement pump to be sent to ensure continuity of insulin delivery.